Manufacturer narrative:
Zoll has not received the guidewire in complaint for investigation. A supplemental report will be filed if the zoll guidewire in complaint is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest. The physician had difficulty placing the icy catheter over the guidewire in the patient's femoral vein. According to the information, the physician made four attempts to insert the catheter. The physician reported that they have difficulty to retract the guidewire. No other temperature management procedures were performed. No known impact or patient consequence was reported. For icy catheter issue see MFR 3010617000-2018-00785.